Event description:
Allegedly the patient had aseptic lymphocytic vasculitis-associated lesions (alval).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch3500a was not received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00140, 00142, 00143.please be advised: in error, this report was sent to the (B) (4) test account rather than the (B) (4) production account. It was filed at 05:33:10 pm on may 19, 2010. I am sending this to the production account to correct this error.

Event description:
Allegedly the patient had aseptic lymphocytic vasculitis-associated lesions (alval).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.